Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the insulin gauge was inaccurate. Customer¿s blood glucose was 274 mg/dl. Reportedly, the customer loaded a new cartridge successfully and received an accurate fill estimate. Additionally, it was reported the customer experienced decreased blood glucose (bg) of 47 mg/dl which was addressed with customer's daughter-in-law providing a smoothie and candy to the customer. Cause for bg was unknown.